Event description:
It was reported that the home patient (hp) was connected to the patient line of the cassette during the priming step of peritoneal dialysis therapy on the homechoice machine. The care giver (cg) indicated that they had connected the hp in error during priming. The technical service representative had the cg end therapy and disconnect the hp using aseptic technique. The cg was advised to start the hp's therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, where the patient connected to the patient line during the prime phase. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also warns the user that connecting before "connect yourself" can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.